Manufacturer narrative:
A complete lead was returned measuring 46.1 cm. The reported event of noise was confirmed. External insulation abrasion was noted at 6.7 cm to 6.9 cm from the connector pin consistent with lead friction to the device can.

Event description:
It was reported that the patient had noise on the right atrial (ra) lead. It was unknown when the noise was discovered by the clinic. The lead was explanted and replaced on (B)(6) 2018. Patient was asymptomatic and was fine prior, during and post procedure.